Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2011 20:59:33. During night drain cycle four, the patient's ultrafiltration reading was 872ml, indicating the home patient (hp) drained 872ml more than their maximum programmed fill volume of 1300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If any additional information is received, a follow-up will be sent.